Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that the act button during priming stopped working and had to press multiple times to respond. It was reported that the pump screen had scratches on the display that effected the ability to see screen fully. It was reported that they had to rewind twice during priming of the pump. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device display properly and no missing segment/partial display anomaly noted. However, device had unresponsive buttons due to flattened (creased) act and up buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime/fill, rewind anomaly due to unresponsive button. Device had minor scratched lcd window, cracked battery tube threads. (B)(4).